Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 9 years and 10 months post left side tka, this male patient underwent revision due to aseptic loosening. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. The revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5, h6 - component code, clinical code, problem code, type of investigation, investigation conclusion. The following sections were corrected: h3 - the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, femoral loosening, and patellar loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6 - e code failure of implant no longer applies, problem code loosening of implant not related to bone ingrowth no longer applies, conclusion code known inherent risk of device no longer applies. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
Op report states that the patient presented with a painful and unstable left knee replacement. X-ray demonstrated osteolysis and migration of the femoral component. MRI confirmed this and noted osteolysis and loosening of the patella. There was a very large calcific region lateral to the patella that was visualized on the merchant view that was excised. The liner was removed, and the femoral component was noted to be loose and was removed as well. There was significant fibrous tissue beneath it with osteolysis. Tibial component was also removed. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.